Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided trend data, recorded between 7-mar-2020 and 7-jun-2020, showed the rv impedance between 500ohms and greater than 3000ohms. In the last third of the recorded period, the rv impedance was recorded at greater than 3000ohms. The rv shock impedance rose gradually from initial 55ohms onto 60ohms in the end of the recorded period. The analysis of the provided iegm episodes noted artefacts in the rv channel, which led to the reported oversensing and one inappropriate ICD charging cycles and multiple inappropriate shocks. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that the patient received inappropriate shocks due to oversensing. The tachy therapy has been switched off.